Event description:
It was reported the patient¿s implantable neurostimulator (ins) had been off since (B)(6) 2013 because they did not need it. It was stated the patient needed an MRI of their brain because they were having seizures and they had an appointment for (B)(6) 2013. The patient was advised to have their healthcare provider check to make sure the device was off before having the MRI.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).